Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has received data files and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical united kingdom for evaluation. The device passed all functional testing and was able to discharge apporopriately. Clinical files were reviewed, on 5/28/2025, the log recorded the device powered on in manual mode using battery power only. A "battery calibration required" message was generated. The device was quickly power cycled and recorded the same message. No attempts to analyze, charge, or discharge were recorded. The unit was recertified and returned to the customer. No trend is associated with reports of this type.